Event description:
No further information at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were {update/corrected}. Updated: d4; d9; g3; h2.

Manufacturer narrative:
(B)(4) g2: foreign: canada. The customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that threaded inserter could not be screwed into the cup. The threads were bent due to repetitive hammer impactions. There was no known impact or consequences to the patient. It was reported that nothing further is available.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were {update/corrected}. Updated: d1; d4; g3; h2.

Event description:
No further information at the time of this report.

Event description:
No further information at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were {update/corrected}. Updated: d4; d5; d10; g3; h2; h3; h4; h6. D10: cat# 110003452 lot# unk g7 str insrtr threaded shaft. Visual examination of the returned product identified the strike plate end of device had indentation marks from use. Multiple indentation marks around the chamfer leading into cannulation were impeding access to the cannulation. Cannulation pin was present. Main shaft of handle had nicks, scratches, and gouges. No other damage was noted. Review of the device history records identified no deviations or anomalies during manufacturing related to the reported event. Medical records were not provided. A definitive root cause cannot be determined. The complaint is confirmed based on the returned product evaluation. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.